Event description:
The consumer reported that the first system worked for a week or two then she started having more trouble with it and a lack of therapeutic effect. The patient stated it didn¿t help her symptoms and the healthcare professional redid the wires but that didn¿t help. The system had lost therapeutic effect and wasn¿t working to control her bladder. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.